Event description:
Monitor was set to spot check mode, which resulted in the patient being monitored without any spo2 alarm values. Patients are to be set to interval mode on the general wards to monitor and alarm when the patient's condition may change. Staff were educated to the spot check modes lack of alarms and to not use spot check mode to monitor patients. It is believed that staff inadvertently use the monitor to spot check. Interviewing staff revealed some had simply forgotten spot check does have any alarms, while others were not aware of the mode. Visually it is difficult to verify the mode at a glance due to the small font and same colored text. Based on our findings the organization recommends that alarms are added to spot check mode to avoid this latent error waiting to happen, or simply remove spot check mode all together. Other thoughts included the alarm bar flashing in spot check mode to visually indicate there are no alarms, sending a message to the operator that they must acknowledge there are no alarms in spot check mode before it activated. Similar spo2 devices that have spot check or are used in this fashion have alarms.